Event description:
Mitek side effect tip cracked into several pieces while being used in patient's knee during arthroscopy. The majority of pieces were retrieved. Diagnosis or reason for use: knee arthroscopy. Event abated after use: yes.